Manufacturer narrative:
The vyaire medical's failure analysis team was able to verify the reported customer issue. The issue was resolved by installing a new cable assy and the sipap powered on successfully with no issues. The sipap meets factory service specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap device experienced a white screen while attempting to boot up. The customer confirmed that there was no patient involvement associated with the reported issue.